Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to another unspecified meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient was unable to state when the alleged product issue started, however they did state that they obtained a blood glucose reading on the subject meter which was "70 mg/dl" higher than that of another device performed within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The day prior to the alleged inaccuracy occurring, the patient experienced the symptoms of "shakiness, cold and a headache", symptoms which the patient associated with low blood glucose. In response to these symptoms the patient self-treated immediately by consuming additional food and/or drink. No further treatment was required as a result of the alleged product issue. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. The patient's products were requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issues began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to or after the onset of these symptoms.